Manufacturer narrative:
The device evaluated is underway. A follow-up report will be submitted after the evaluation is complete.

Event description:
Pump overinfusion - event occurred post-surgery. The pt was readmitted with an infection (cellulitis). The pt was given an infusion of vancomycin. The rate was set for 120 ml/hr. After 20 minutes, 250 ml had infused, which should have taken 2 hours. The pt developed redman syndrome (a known allergic reaction associated with vancomycin) and was given IV benadryl for the issue.